Manufacturer narrative:
Evaluation of the returned device has been completed and the clinical observation was confirmed. As received the implant coil was found stuck with a snare retrieval device and extending out from within the distal end of the microcatheter. The axium prime implant coil was found damaged and stretched with the polypropylene filament broken. The pushwire for the axium prime coil was not returned; therefore, any contributing factors from the axium prime pushwire could not be assessed. We are unable to definitively determine the cause of non-detachment; however, is possible that the coin pulled back from the lumen stop led to detached the coil. All coils are 100% inspected for damages and irregularities during manufacture. *per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 a ttempts, discard the i.d. (Instant detacher) and replace with a new i.d.. Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of small internal carotid anterior chorodial (ic-acha) aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician attempted two times with instant detacher and one time tried with manual method but the coil did not detach. The physician decided to remove the coil and started to pull the pushwire. During the pulling, the coil detached from the pushwire and remained at anterior cerebral artery (aca). The retrieval device was used to capture the coil and coil was removed from the patient. No patient injury was reported.